Event description:
It was reported that this rv lead exhibited intermittent increases in the right ventricular (rv) impedance measurements; though none were out of range. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).